Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon pre-loaded the clip before firing the clip applier and the clip was more than halfway closed before putting it in vessel. The surgeon did not feel comfortable using the clip applier. Case completed with another device of the same product code. There were no patient consequences reported.